Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 23:57:00 on (B)(6) 2024. At 23:59:45, an arrhythmia was detected. ECG shows af @ 100 bpm degrading to vt @ 250 bpm with motion artifact and electrode lead fall off. Gel was released at 00:00:10 on (B)(6) 2024. The detection stopped at 00:00:17. The device properly detected vt. Motion artifact and electrode lead fall off prevented the lifevest from treating the patient. At 00:36:27 on (B)(6) 2024, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. The device was shut down at 00:37:50 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.